Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that there was a leak at the connection from the adapter to the supply bag (baxter extraneal icodextrin) during the treatment. The patient's nurse stated that the adaptor came loose from the supply bag. The patient did not experience any adverse events or require any medical intervention. The patient continues regularly scheduled pd treatments with the cycler. The adaptor was discarded and is not available to be returned to the manufacturer for physical evaluation.